Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. All available information was investigated, and the reported entrapment of device or device component appears to be due to the user technique/procedural circumstances. The reported failure to adhere or bond (leaflet grasping) appears to be due to a combination of challenging patient anatomy and user technique/procedural circumstances. A conclusive cause for the broken gripper line issue cannot be determined, however, the reported gripper actuation issue appears to be a cascading effect of the reported broken gripper line. The reported foreign body in patient appears to be due to procedural circumstances as the fifth clip was deployed on the anterior leaflet after it could not be disengaged from the fourth clip. The reported patient effect of foreign body in patient is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the device entrapment, gripper line break and clip deployed on one leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. Four clips were implanted, reducing mr to 2-3. A fifth clip delivery system (cds) was advanced to the mitral valve; however, this clip got caught on the fourth implanted clip. There was no damage to the fourth clip. The fifth clip could not be disengaged from the fourth clip easily; therefore, an attempt was made to grasp both leaflets. The posterior leaflet could not be grasped; therefore, an additional attempt was made to free the fifth clip from the implanted clip. The gripper lever was pulled past the blue line, and it was noted that the grippers did not respond. Both ends of the gripper line were pulled and it was found that the gripper line was broken. The decision was made to deploy the clip on the anterior leaflet only, while the clip remained caught on the fourth clip. No portion of the gripper line remains in the patient. Five clips were implanted, reducing mr to 2-3. No additional information was provided.